Event description:
Complaint did not come into salesforce email, only outlook. Copied and pasted. Original email uploaded to file. From: product complaints <productcomplaints@bd.com> sent: wednesday on (B)(6) 2024 1:59 pm to: product complaints <productcomplaints@embecta.com> subject: fw: very stiff/unusable small syringes [ ref: (B)(4) ] I purchased your insulin syringes, 8mm, 1/2l, 5/16" x 31g (lot 3128123) and have been finding them to be nearly impossible to use. I am using a very small amount of tri-mix in them and the plunger will not move. If, just before using them, I move the plunger back and carefully forward up to the point of the liquid my chances increase a little. I have even been pulling the plunger out completely and applying a tiny amount of body lubricant, again with very little overall success.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.